Event description:
This spontaneous device case, reported by the consumer, concern a male patient. The pt's medical history included diabetes mellitus since 1986 and heart surgery due to arrythmia on an unk date in 2005. He was previously treated for diatetes mellitus with human insulin (actrapid and monitard), prior to starting human insulin isophane suspension and human regular insulin. The pt was receiving the following concomitant medications: metamizole sodium for pain reduction, acetylsalicylic acid for infarction prophylaxis, pentoxifylline for vascular protection, moxonidine for hypertension, calcium dobesilate for vascular protection, enalapril for hypertension, alprazolam for cardiovascular protection, domperidone and omeprazole for dyspepsia, potassium aspartate/magnesium aspartate for infarction profilaxis and a vitamin b complex. The pt started treatment with human insulin isophane suspension (humulin m3) and human regular insulin (humulin r), both at an unk dose and frequency, for treatment of diabetes mellitus, beginning on an unk date. In 2006, an unk amount of time after starting human insulin isophane suspension and human regular insulin via humapen ergo burgundy/clear (lot number 0510a01) and humapen ergo teal/clear (lot number 0402a04), the pt was admitted to hosp due to a 'collapsed' blood glucose level. No lab values were reported. Two days later, while the pt was still hospitalised, human insulin isophane suspension and human regular insulin were changed to insulin lispro (at a dose of 24 iu in the morning, 20 iu at noon and 16 iu in the evening) and insulin glargine (50 iu in the evening). He subsequently recovered and was discharged from hosp 2 days later. It was unk who operated the two devices (humapen ergo burgundy/clear and humapen ergo teal/clear), or which device administered which lilly insulin. It was unk if the operator was trained or for how long they had used the device. The pt had the following complaint with the device: "the pen sticks and does not give the insulin. The blood glucose level collapsed and I was in hospital because of it." Return of both devices was expected. It was not known if the two devices were continued. This case was associated with another report. Lot number of human insulin isophane suspension and human regular insulin were requested; waiting for response. The case was not reported by a health care professional, and no info was provided by the treating physician. Update 01-sep-2006: medically insignificant edit following internal review: recoded hp ergo burgundy/clear to give item code. Edit 04-sep-2006: medically insignificant edit following internal review: changed the "expected follow-up" date on the EU/ca button from 1996 to 2006. Edit 18-sep-2006: added cid number.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This report is associated with 1819470-2006-00026, since there is more than one device implicated.